Event description:
The manufacturer received information alleging a patient getting desaturated and machine showing o2 flow low alarm on the device during the evaluation of the device at the manufacturer's service center, a "ventilator inoperative condition" code was found in the ventilator's downloaded error log. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.